Event description:
Pt had placement of right frontal ommaya reservoir on 3/13/98 for treatment of carcinomatosis. The reservoir was last used for chemotherapy was 12/98 without any difficulty. Pt was seen in 2/99 with complaint of the reservoir shifting side to side over the site more than usual. Denies headaches. Pt was admitted for replacment of the reservoir since the physician was unable to aspirate the ommaya reservoir. Cerebrospinal fluid was noted to be leaking underneath the base of the ommaya reservoir out of the operative wound. The base tubing had broken off from the base of the reservoir completely.